Manufacturer narrative:
Correction: the date of initial report submission was omitted from the re-submission of the initial report for this MDR filing. The statement should have read: note: this report is being resubmitted following an unsuccessful submission attempt on 3aug21 due to a system error. Manufacturing narrative: visual examination of the returned used device, item c6362, qty of two (2) found suture hook, 60 deg right separated from the suture hook body at the weld location. Broken hook was not returned for the evaluation. However, the broken surface shows fatigue failure of the metal, due to mix fractured and worn portions. This suspected failure is user related, due to significant lateral load applied during use. Examination was performed per print. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, c6362, was being used during a rotator cuff repair on approximately 21jul21 when it was reported ¿yesterday I received a call from alliance sc in traverse city, mi stating they had two broken instruments. There was no harm to the patient, but the case was delayed due to the failure of the instruments. Below are the part numbers and serial numbers of the two pieces that broke. I would like to get them replacements asap. Out of box failure over 90 days.¿ this was a quantity of 2 devices, same catalog number. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information found that a 45-minute delay was caused as the fragments were removed from the shoulder of the patient. The procedure was then completed as normal using an unknown, alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on date due to a system error. Device not yet received.

Event description:
The customer reported that the device, c6362, was being used during a rotator cuff repair on approximately (B)(6) 2021 when it was reported ¿yesterday I received a call from (B)(6) stating they had two broken instruments. There was no harm to the patient, but the case was delayed due to the failure of the instruments. Below are the part numbers and serial numbers of the two pieces that broke. I would like to get them replacements asap. Out of box failure over 90 days.¿ this was a quantity of 2 devices, same catalog number. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information found that a 45-minute delay was caused as the fragments were removed from the shoulder of the patient. The procedure was then completed as normal using an unknown, alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.